Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that the loss of prime had occurred three or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a ¿loss of prime¿ warning for non-zero force. An ezprime sequence and 24 hour duration test were performed successfully with no duplicated ¿loss of prime¿ warnings or alarms. The force sensor calibration reading was low. The pump was opened and the force sensor resistance reading was not within specifications. The cartridge and battery caps were returned with the pump and used to complete the investigation.